Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, eval of the returned device revealed an MDR-reportable malfunction. This MFR report is being submitted based on the eval results. It was reported to boston scientific corporation on march 4, 2009, that an autotome rx sphincterotome was used during a procedure performed on (B) (6), 2008. According to the complainant, during the preparation, difficulties were encountered cannulating the guidewire through the autotome. There was no pt contact as this occurred outside the pt.

Manufacturer narrative:
Visual examination of the returned device revealed that the working length was twisted and the exposed cutting wire appeared wavy. The twisted working length and bent/wavy cutting wire observed are likely attributable to customer handling of the device during preparation. Also, dried contrast was present in the guidewire channel. Functional eval of the returned device was performed using a 0.035" jag guidewire. It was noted that the guidewire could not be advanced due to the twisted working length which caused the guidewire channel to restrict advancement of the guidewire. The dried contrast in the guidewire channel also made it difficult to advance the guidewire. The cause of the guidewire advancing issue is likely attributable to handling damage. The device history record for this lot was reviewed; no anomalies were noted. A lot history search was performed and no related complaints against lot number 12132724 were noted. (B) (4).